Manufacturer narrative:
The field service engineer (fse) was at the customer site and observed ss amp board errors being generated by the fc500 instrument after the software was upgraded. To resolve the issue the fse replaced the ss tarpon amp board. Errors were no longer generated. Bec is filing an MDR for this event based on the FDA classification of the 08 jan 2018 urgent medical device recall as a class I recall on 20 nov 2018 (recall number z-0471-2019 for fc 500; recall number z-0472-2019 for epics xl/xlmcl). Bec internal identifier (B)(4).

Event description:
The field service engineer (fse) was at the customer site and observed ss amp board error messages after the software upgrade on the fc 500 flow cytometer. There was no report of erroneous patient results associated with the event. There was no reported death, injury or change to patient treatment.